Manufacturer narrative:
(B)(4).

Event description:
It was reported the "has a damage". Additional information reports the "swg was kinking". The defect was found prior to use during inspection therefor no paitent harm or injury.

Manufacturer narrative:
(B)(4). The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. The customer returned one, guide wire assembly for analysis. Signs-of-use were observed on the guide wire surface, which contradicts the customer report that the defect was observed prior to use. Visual analysis revealed two distinct kinks on the guide wire. During normal assembly of the guide wire, the location of the kinks would be located inside the tubing or straightener, protecting it from damage. No defects or anomalies were observed on any portion of the tubing. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. Despite the damage, the guide wire met all relevant dimensional and functional requirements. The IFU provided with the kit, informs the user, "do not use if package is damaged". A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, the root cause could not be determined as it is unknown if the damage occurred before or after the customer used the device. Teleflex will continue to monitor and trend f or reports of this nature.

Event description:
It was reported the "has a damage". Additional information reports the "swg was kinking". The defect was found prior to use during inspection therefor no paitent harm or injury.